Event description:
A user facility reported to olympus that during a cystoscopy procedure, the video system center would not display an image on the monitor. The customer confirmed they tried a different camera head and different scopes. When they turned the power off and on, they would have the image for a little and then the image would go black. There was no delay for the thirty (30) minute procedure. The images were not clear and the physician mentioned they were not able to see what was going on with the patient because the pictures didn't save. The procedure was completed with the same subject device. No medical intervention was needed for the patient.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center was unable to replicate the customer's event. All video output signals and images were stable. However, the evaluation found corroded video connector pins. The corroded pins may have contributed to flickering image. The faulty parts were replaced. The device was inspected and passed olympus functional standards. A definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the image not being displayed on the monitor could not be identified. However, it¿s likely the cause is related to degradation of the video signal from the scope because the corrosion of the video connector pin was confirmed. Olympus will continue to monitor field performance for this device.